Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was implanted with no reported complications. On (B)(6) 2022, the patient developed altered mental status. CT scan was performed, which was negative for an acute stroke. Electrocardiogram (EKG) showed sinus rhythm with premature atrial complexes. Transesophageal echocardiogram (tee) showed a small pericardial effusion with no pleural effusion which was unchanged from previous tee performed earlier on (B)(6) 2022. The patient's discharge was canceled. On (B)(6) 2022, the patient remained lethargic with periods of waking up but continued to show confusion with time and place. Ultrasound (us) bilateral extremities was performed and negative for dvt. Another EKG was performed, which was unchanged. CT abdomen and pelvis was performed, which was negative for bleeding. Neurology was consulted. A cta perfusion was performed and negative for acute infarct or bleed. MRI brain without contrast was performed, which showed a 3mm acute non-hemorrhagic infarct in the anterior aspect of the head of the left caudate nucleus. The patient remains hospitalized. Clinical study patient ID: (B)(6).

Manufacturer narrative:
An event of altered mental status, "sinus rhythm with premature atrial complexes", pericardial effusion, and "acute non-hemorrhagic infarct in the anterior aspect of the head of the left caudate nucleus" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.